Event description:
Pt complained of pain. It was found that the plastic had separated from the metal. The mgi patella was replaced with a 00-5784-008-00. The mg I patella was a white porous implant. The hosp discarded the device.